Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had hospitalized due to high blood glucose, customer blood glucose was 30.6 mmol/l. The customer was admitted to the hospital. The customer stayed in the hospital overnight and was treated via the diabetic ketoacidosis protocol. The customer is currently on injections. The customer stated they have had multiple motor error and prime rewind. The customer was advised that the device needed to be replaced but it is outside the warranty period.